Event description:
It was reported that there were stored signal artifact monitor (sam) events in which the respiratory rate trend (rrt) sensor was disabled. Technical services reviewed and found this occurred during a left ventricular assist device (lvad) implant and aortic valve replacement. Therefore, this is not a true sam episode as this was related to cautery. Technical services recommended to turn the feature back on. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.